Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette; further described by the home patient (hp) as ¿two different pockets near the transfer set right now¿. This occurred during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) advised the hp to review the procedure for setup per the user manual. Rts assisted the hp in aborting the therapy and referred the hp to their peritoneal dialysis nurse for further instructions. There was no patient injury or medical intervention associated with this event. No additional information is available.